Event description:
Reporter indicated that vns pt underwent ncp system explant surgery due to staph infection. The generator, lead and electrodes were reportedly explanted. The infection has resolved and re-implant is planned but not yet scheduled.